Event description:
Boston scientific received information that during a device upgrade procedure, a cardiac perforation occurred while implanting the new right ventricular (rv) lead. It was noted that the perforation occurred at the weakened area of the rv where the previous lead was extracted. A pericardial drain was placed and the patient did well. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.